Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification with or without impediment of joint mobility". Number 12 states, ¿valgus-varus deformity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02850 / 02851).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-02850, 02851 & 04108). This report is being submitted one day late due to esg downtime on may 14, 2014.

Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the tibial collapsing and pitting on the bearing. The bearing and tibial tray were removed and replaced. Additional information received in patient medical records confirmed the tibial tray had collapsed into a varus position. Patient medical records indicate that a synovectomy was performed to remove metallosis with synovitis. Patient medical records further indicate that the femoral component was removed and the bone underneath appeared gray in color, possibly due to metallosis.

Event description:
It was reported a patient underwent a total left knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 due to the tibial collapsing and pitting on the bearing. The bearing and tibial tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of manufacturing history found no evidence of product non-conformance. Visual examination of the returned product found that the pitting referred to was actually indentations caused by debris from the disintegrating tibia getting between the femoral component and the bearing. The bearing did not show any signs of excessive wear or failure.